Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was repositioned successfully in (B)(6) 2013. The patient's condition was good post procedure.